Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the distal left anterior descending artery. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon did not expand at all. The device was removed and prepped. The device was delivered again to the lesion; however, it was noted that the shaft was kinked during advancing the device through the hemostasis valve and inflation of the balloon had the same outcome. The device was removed and it was noted that the balloon catheter broke in two pieces about mid catheter on the hypotube portion. No fragments were left inside the patient. A new 2.00mm x 12mm emerge¿ balloon catheter was used and the lesion was stented with 2.5x38mm and 2.5x12mm synergy stents and the procedure was completed. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the distal left anterior descending artery. A 2.00mm x 12mm emerge balloon catheter was advanced for dilation. However, when the balloon was inflated, the balloon did not expand at all. The device was removed and prepped. The device was delivered again to the lesion; however, it was noted that the shaft was kinked during advancing the device through the hemostasis valve and inflation of the balloon had the same outcome. The device was removed and it was noted that the balloon catheter broke in two pieces about mid catheter on the hypotube portion. No fragments were left inside the patient. A new 2.00mm x 12mm emerge balloon catheter was used and the lesion was stented with 2.5x38mm and 2.5x12mm synergy stents and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 91cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).